Event description:
It was reported that a user experienced hyperglycemia of unclear cause while using the ilet with an inset 23" 6 mm infusion set, stated a preference to return to manual insulin via subcutaneous pen, and requested additional training, with no bent cannula observed and troubleshooting and education completed. Symptoms included high blood glucose. Outcomes included the need for additional user training and transition planning to subcutaneous insulin via pen. Investigation included case review and user troubleshooting with education. Investigation of this case revealed no device malfunction observed and no infusion set mechanical damage reported, with the cause of hyperglycemia remaining undetermined. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.